Event description:
The handpiece was returned after the customer received their own back from repair. During testing at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor was found to be burnt and a worn blade mount was also discovered. The worn blade mount was determined to be the cause of the device overheating.